Manufacturer narrative:
Patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 1 year and 9 months. The pump remains implanted and the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had fluid collection along the driveline. Incision and drainage was performed. No further information was provided.

Manufacturer narrative:
Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the fluid was methicillin-resistant staphylococcus aureus (mrsa) driveline infection. The onset of the mrsa infection was (B)(6) 2018 with documented culture. Cultures found that the infection tracked to the lvad pocket.